Event description:
Per medwatch mw5161123, the customer reported that the "pulse ox kept flashing but would not give a reading". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the customer confirmed the sensor will not been returned to masimo to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted.